Event description:
Dislocation of glenosphere after approximately 5 months due to joint instability. Pain reported. 36 mm eccentric glenosphere and 36 mm + 3 standard humeral cup explanted. Replaced with 36 mm eccentric glenosphere and 36 mm + 3 standard humeral cup explanted.

Manufacturer narrative:
Patient dislocation approximately 5 months after initial implantation of device with no known cause. No actual, implied, or suspect link to fx product.